Event description:
Additional information reported that the patient's feet stay ice cold and they feel miserable.

Event description:
It was reported that since implant both of the patient's legs and both feet felt as if they were numb or had fallen asleep. The patient was given a walker and pain medication. It was reported, it was difficult and painful when the patient walked, as her feet felt "dead." The patient's health care providers reportedly did not know why the patient's legs and feet would go numb. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37744 lot# serial# (B)(4), product type programmer, patient; product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead; product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with the device or therapy.